Manufacturer narrative:
Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a0401 is being used to capture the reportable event of cinch wire break. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a suturing cinch was used during a procedure on (B)(6) 2026. During the procedure, the cinch wire broke and an additional device was used to manually cut the suture. The procedure was completed with another cinch. There was no patient complications reported as a result of this event. It was reported that four suturing cinches failed during two separate procedures. This report pertains to the first of the four suturing cinches.